Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 25-gauge, 1 inch needle has caused a break in the hub of pre-filled vaccine syringes. This has caused the vaccine to leak out prior to or during administration leading to inadequate vaccination of patients and an employee who had an exposure of the vaccine to her eye. For patient¿s administration of a second dose of vaccine. For the employee, flushing of eyes and follow up from caregiver health to determine if further follow up was needed.